Event description:
It was reported that the lead was capped on (B)(6) 2010, due to fracture. Patient was presented in hospital with infection on (B)(6) 2012. During explant procedure fluoroscopy revealed externalized conductors. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.